Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. Device history records were not available for review.

Event description:
It was reported that loss of capture and increased defibrillation impedance were observed on the right ventricular (rv) lead. Externalized conductors were confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that loss of capture and decreased defibrillation impedance were observed on the right ventricular (rv) lead. Externalized conductors were confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.